Manufacturer narrative:
Bd had received samples but no photos from the customer facility for evaluation. However, the samples were not able to be evaluated. Therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are giving erroneous results.